Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during intraoperatively, while surgeon was pulling the leading suture(white), it snapped. The device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and photo provided. Visual observations revealed that the white suture was broken. It was identified that the distal part was several damage, the ends were frayed. The broken suture was taken to a lab and pull tested. No other anomalies were observed with the returned plate. The photo provided by the customer showed the same issue found. A manufacturing record evaluation was performed for the finished device lot number: 7l29199, and no nonconformances were identified. Based on the visual result; this complaint can be confirmed. The white suture was tested. It was placed into the fixture on the machine and the tension test was done. The white suture broken near the damage area. The maximum value on the test was 191.32 n (43.01 lbs.) See test run on the attached file. The maximum value for the testing of this type of suture is 222.411 n (50 lbs.) The result is within the approximate value and based on the condition of the suture during the testing, the pull test passed on the white suture. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 100 devices that were released to distribution. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. Based on the condition of the suture received, the possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. The fraying found on the returned suture could be an indication of this. However, this cannot be conclusive determined. As per IFU 111882 the steps for a proper insertion are provided. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a kidney procedure on (B)(6) 2021, it was observed that the white suture on the rigidloop adjustable cortical implant, standard device snapped. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.